Event description:
It was reported that the subject programmer spontaneously went into a boot loop shutting on and off and was unusable.

Event description:
It was reported that the subject programmer spontaneously went into a boot loop shutting on and off and was unusable.